Event description:
The subject device was used during a laparoscopic nissen. The probe was broken off and the probe tip didn't fall off inside the patient body. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for not being conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.